Manufacturer narrative:
Device evaluated by manufacturer: the complaint carrier and the blue braided sheath was returned for evaluation. Visual analysis revealed the braided sheath was kinked. The filter was stuck in the braided sheath and was protruding from the braided sheath at approximately 40cm from the proximal tip. The hub of the sheath was not attached to the leur-lok connector at the distal end of the handle. Traces of blood were found on the green dilator. Analysis of the returned introducer catheter revealed that the filter was missing from the capsule: the paper safety sleeve was removed from around the handle of the introducer catheter and that the trigger (thumb switch) had been unlocked and moved down the deployment track (i.e. An attempt had been made to fire / release the filter). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states 'prior to release, make final adjustments in the greenfield titanium vena cava filter's location using the radiopaque carrier capsule as a guide. Remove the safety band from the handle. Holding the handle firmly, move the release tab to the left or 'unlock' position'. Also, "to avoid premature ejection of the filter into the sheath, it is essential that the sheath be fully retracted onto the introducer catheter and locked to the handle.' (B)(4).

Event description:
It was reported that during a treatment procedure to place a vena cava filter, premature deployment of the filter occurred. Vascular access was obtained via the right femoral artery. The vessel was severely tortuous with some calcification. It was stated that a 12f/4.0mm titanium vena cava filter "came through the sides and the filter deployed before the physician released the lock; prematurely deploying inside the patient." The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is fine.